Event description:
It was reported that during a starr procedure, the instrument did not cut completely. Took new instrument to complete the case. No further info is available. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.